Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had leakage at the bending section. The issue did not occur during a procedure. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. Additionally, the adhesive around the light guide lens was peeled and the light guide lens had a stain. This report is to capture the reportable malfunctions the forceps elevator had foreign material due to insufficient or incorrect reprocessing, peeled adhesive around the light guide lens, and the light guide lens had a stain noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The bending section cover had a pinhole and water tightness was lost. The grip, forceps elevator, and right/left/up/down knobs had a scratch. The scope cover was deformed. Due to deformation of the scope cover unit, water tightness was lost. The air/water cylinder, suction cylinder, light guide lens, and electrical connector had discoloration. Due to a chip on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, the play of up/down/right/left knobs knob were out of the standard value. The light guide bundle had breakage. The adhesive around the objective lens was peeled. The distal end was shaved. There was corrosion around the lever arm. The universal cord had peeling coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the following caused to the event: the evaluation confirmed that bending section had leakage, the subject device was sent for repair and foreign material (corrosion) adhered to forceps elevator during incoming inspection. From above, it is likely that the area around the forceps elevator corroded and became foreign material due to loss of water-tightness of the subject device. The distal end was scratched and had deformation by external stress. Moreover, due to the stress, the distal end had peeling off light guide lens glue, moisture invasion of the device, and corrosion occurred. As a result, the corrosion may have remained as foreign material. The following is included in the instructions for use (IFU) and may have helped prevent the event: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.